Event description:
During a paroxysmal supraventricular tachycardia procedure, it was reported that there was an hra catheter, a cs catheter, a his catheter, a rva catheter, a webster 10 pole catheter and a navistar electrophysiology catheter inserted into the cardiac cavity. When mapping of the left atrium and ablation at optimal points were conducted under the rva pacing, moving of the patient¿s heart became weak. The physician confirmed by the ultrasound catheter that there was a pericardial effusion about one (1) centimeter. As the blood pressure dropped, the physician checked it by body surface ECG and confirmed the cardiac tamponade. The heparin was administered, after 15 minutes, the blood pressure was recovered. The procedure was completed and the patient was stable with the blood pressure monitoring. The physician commented that the event might have occurred due to touching too strong at the left atrial by the catheter.

Manufacturer narrative:
The device has been disposed by the customer. Concomitant bwi products: webster 10 pole: us catalog # d610dr002rt, lot # 15928723m. Carto 3; us catalog # fg540000j. Serial # (B)(4). (B)(4).

Manufacturer narrative:
The device has been disposed by the customer however, as the lot # 15919267m was provided, the device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference # (B)(4).